Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-01281; related manufacturer reference number: 1627487-2020-01283. It was reported the patient was not receiving effective therapy. In turn, surgical intervention was undertaken wherein the lead at l1 was explanted and replaced. The replacement lead was relocated. Also, a new lead was added at the l3 vertebral level. Therapy was restored after surgery.